Event description:
It was reported that device formed straight shots. First 2 cartridges were find, the 3rd cartridge when test fired produced straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number constructs as specified in the instructions for use for this device.